Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed to close. A field service engineer (fse) found the open and closed sensor dislodged from its mount and resecured it. The fse checked the magnet to ensure proper alignment. The customer successfully tested the drawer and confirmed it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 5 failed to close. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. However, there were no adverse events or injuries reported based on this event